Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted using intracardiac echocardiography (ice) imaging. The patient was placed on plavix and aspirin medication for oral anticoagulation (oac) post procedure for a planned time of three (3) months. At the three (3) month routine follow up, transesophageal echocardiogram (tee) revealed a normal result. The physician took the patient off of plavix. At the six (6) month routine follow up, computed tomography angiography (cta) imaging revealed a device related thrombus. The physicians planned to change the oac regimen in response to the drt. The patient was discharged.